Event description:
(B)(4). Event occurred in the united states. The patient reported that in five days before this report, he had five infusion sets in which the tubing detached from the connector while he was sleeping. He kept waking up with infusion set detachment. Patient's blood glucose level at the time of incident was 392 mg/dl, which he self-treated. The site location varied, and the pump was directly above the site. The infusion had been in use for less than 12 hours and the infusions were stored in a closet with temperature and humidity controlled. There was no more stress than when they are asleep, and the pump was not dropped with the set connected to the patient's body. Patient's blood glucose level at the time of this report was 392 mg/dl. No further information available.